Event description:
It was reported that the patient is able to hear well with his device, but never developed speech understanding. Testing carried out in (B)(6) 2004 showed all channels with the status "ok". Testing of (B)(6), 2010 revealed the channels 2-5 with the status "hi" and a short circuit between the channels 9, 11, and 12. Coupling and integrity are ok. The patient's mother didn't want to say exactly, if there has been an accident.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.